Manufacturer narrative:
Additional information: treatment was performed on (B)(6) 2021 and egit class 4 findings were confirmed on (B)(6) 2021 total length of treated vein is 39cm. 1.4ml total volume of glue used. Only one leg treated. Reaction only in one leg. Location of catheter tip prior to initial delivery of adhesive 5 cm from sfj on the peripheral side. Compression of gsv confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two ultrasonic images were provided for analysis. Thrombus or allergic reaction cannot be confirmed from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the venaseal gun to treat the patients great saphenous vein(gsv).IFU was followed. Local anesthesia was used. The procedure was completed normally. It was reported that the patient developed egit class 3 findings on pod2(post operative day) and took anticoagulants. Patient developed egit class 4 findings on pod14. On pod21 almost the entire length of the femoral vein was thrombus occluded despite the fact that the anticoagulants were well controlled. The popliteal vein was empty and had blood flow. The symptoms were not so intense, the thigh region was slightly swollen and it turned slightly red. It seemed that foreign material inflammation due to gsv glue was also complicated. Although the narrow vein in the skin shallow area of the groin was not in the state of over swelling, it seemed that it was a slightly conspicuous impression and was functioning as a collateral blood vessel. Aggressive thrombi removal was not performed due to old age of patient. The patient is under strict observation while undergoing anticoagulation therapy. The attending physician reported that even if the patient was treated with eta, the possibility of the same event occurring is high. It was reported that the vein did close effectively. No patient injury reported.